Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2bm6t, implanted: (B)(6) 2021. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that since sunday (B)(6) 2023 they've been having a lot of pain in their butt cheek where the stimulator is implanted and terrible pain going down their leg. The patient stated they'd been dealing with the pain for about a week now so they couldn't tell anymore where exactly the pain was coming from but it was really sore around the ins site, went down their butt cheek and down their leg and that it had been horrible. The patient stated they went a few days with the therapy off but that did not seem to make a lot of difference. The patient stated they went to the regular doctor who gave them a pain shot and a steroid shot but that also did not seem to make a lot of difference. The patient denied having had any traumas or falls that would have led to the issue but stated they read online it could be the result of a lead shifting and that's what it seemed like, that something had shifted. The patient stated they no longer saw their managing health care provider (hcp) on record because they couldn't seem to understand how the device worked so they went to a different doctor who didn't work with the therapy. The patient stated they weren't able to get an appointment with them until (B)(6) 2023 and that they'd already been to the emergency room (ER)/urgent care. The patient stated their hcp gave them the number of a medtronic rep named (B)(4) but when the patient spoke with (B)(4), (B)(4) told them they no longer worked with medtronic and hung up on the patient. Patient services reviewed the role of a rep with the patient and redirected the patient to follow up with their hcp to check the implanted system. The patient stated they would see their hcp on the 6th.redirected caller: patient's hcp.

Manufacturer narrative:
Continuation of d10: product ID 978a128; lot# va2bm6t; implanted: (B)(6) 2021; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had developed pain near device. Kept getting worse and started going down hip and leg. The cause of the lead shifting was undetermined. When asked the most likely cause the patient stated there was no fall or injury. Unsure why it seemed to become painful. Finally went to the after hours clinic for pain. Then to regular doctor who did an x-ray of the patient's hip that showed only mild arthritis. Pain shot and steroids did not help. The patient has an appointment scheduled for june. The issue was not yet resolved.